Event description:
The manufacturer received information alleging the system setup test had failed on a trilogy ev300 device. There was no report of patient harm or injury reported. A service call to the local philips helpdesk for assistance. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging the system setup test had failed on a trilogy ev300 device. There was no report of patient harm or injury reported. A service call to the local philips helpdesk for assistance. A philips representative assisted the customer. The customer alleged that the proportional valve and three-way valve needs replacing on the device. A service quote was sent to the customer to have service performed on the device. The device was not returned for service by the customer. There were no parts replaced, or repairs made to the device since the device was not returned for service. The service call was closed since there was no response from the customer.